Event description:
Anecdotal information received indicating nurses were not unclamping the roller clamp on secondary infusions therefore causing delays. The customer wanted to know if carefusion manufactured secondary tubing without a roller clamp. The customer was informed carefusion does not manufacture a secondary set without a roller clamp. The customer previously added a clinical advisory message in the infusion pump data set for secondary infusions to remind the nurses to open the roller clamp. Despite this advisory message the problem continued to occur. No patient harm was reported and no medical intervention required. Although requested, no additional patient or event information provided.

Manufacturer narrative:
MFR's report date: 06/26/2013. Internal file no: (B)(4). The customer report of secondary dose delays because the roller clamp was not unclamped will not be evaluated. Customer stated the devices will not be returned because they were not sequestered.